Manufacturer narrative:
(B)(6). Should the information be provided later, a supplemental medwatch will be sent. Batch # l51y4t. The ec45a device was received for analysis with no visual non-conformances and with an ecr45d cartridge loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the deployed staples were malformed at the first firing on the colon. Then, the firing force was higher than expected and the device could not be fired at the second firing. Another device was used to complete the case. There were no adverse consequences to the patient.